Event description:
Synchroseal was being used and it was operating normally and midway through the case it turned off the energy device. When energy device was turned back on it had a message -jaw may be defective. It was no longer used for the case and opened another synchroseal. The patient was not harmed; no staff was injured.